Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle to deploy or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose result was 380 mg/dl after wearing a pod on her lower back between one and four hours. When she checked, she noticed that the needle did not deploy.